Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analysis was performed with no anomalies found. Visual analysis indicated a set screw with a rounded socket. (B)(4).

Event description:
It was reported that the device was attempted to be implanted but not used due to a set screw problem. The physician attempted to engage the set screw but it would not engage. The physician peeled off the grommet and tried to screw in the set screw sideways and was able to engage but upon lead insertion, the set screw did not engage as well as the physician would like. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.